Manufacturer narrative:
Concomitant medical products: unk - evident gen, unknown evident generator (serial#: unknown); unk - evident gen, unknown evident generator (serial#: unknown). Title: transarterial radioembolization versus transarterial chemoembolization plus percutaneous ablation for unresectable, solitary hepatocellular carcinoma of >3cm: a propesity score-matched study. Source: journal of vascular and interventional radiology 2022;33 :1570-1577 publication date: september 12, 2022 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the literature source of study performed between 2008 to 2021, a retrospective study analyzed the outcomes of 69 patients with treatment-naïve solitary hepatocellular carcinoma (hcc) of greater than 3 cm who underwent either transarterial chemo-embolization (tace) plus thermal ablation or transarterial radio-embolization. Thermal ablation was performed with either the evident microwave ablation system or competitor device. Twenty-nine patients underwent thermal ablation with the following reported adverse events: ascites treated with an unspecified method of diuresis and pleural effusion requiring thoracentesis. The article does not specify which device was associated with the reported adverse events.